Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian vein. A 6.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the fourth inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.